Event description:
It was reported that when using the bd pyxis¿ es server, all stations were down and the nurses were unable to pull medications from the stations because no patients were appearing on any of the stations. Additionally mentioned that there were no error messages or notifications displayed on the es server and that patients were not showing up on the es server either. The customer placed all stations into critical override and samples involved ephi. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that all patients were not shown up on station. A technical support specialist (tss)found that server was receiving and processing messages, although 28 messages were stuck and stations remained communicative. Server purge had not run due to a structured query language (sql) connection error caused by all in one (aio) server's maintenance service being set to automatic instead of automatic (delayed start) this was corrected, purge throttles were disabled, and the maintenance service was restarted. Although archive was working and patient data existed in the database, patients failed to appear on any stations despite recent transactions recorded. Further investigation into patient snapshots revealed that the facility was incorrectly mapped to a staging patient (cerner2018) instead of the active live explaining why all existing patients were failing to load. Following knowledge article "upgrade 1.4, no patients showing for facility", the upgrade 1.4, no patients showing for facility (adt) patient was corrected in settings, switching the facility back to active live, then the patients successfully reappeared in the es server and on the stations, confirming the issue resolved. The system functioned as intended after the technical support specialist troubleshot the device.